Manufacturer narrative:
Analysis of neurostimulator model 37714 serial # (B)(4) showed no anomalies.

Event description:
It was reported that a patient's battery was replaced due to "heating issues in pocket". Ten days later it was reported that there was no known troubleshooting that took place. It was stated that the patient's outcome following explant was "all good".

Manufacturer narrative:
Concomitant medical products: product ID 37754, serial# (B)(4). Product type: recharger: product ID 37744, serial# (B)(4). Product type: programmer, patient: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012. Product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).